Event description:
Resident was transferred into w/c with hoyer lift, leg immobilizer on (r) leg. Two staff assisted with staff supporting leg. Per na-r reports, resident c/o pain, stated "felt something snap." Moving slowly in hoyer, no bumps, abnormalities observed by nurse when leg immobilizer applied at 6:15 am. C/o pain with a.m. Cares while rolling back and forth for cares for drsg.